Event description:
The pump was returned for investigation. Investigation revealed contamination found under all of the buttons. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact. The contrast button was found to be unresponsive and the other buttons responded appropriately. There was evidence of contamination found under the contacts of all buttons and the contrast button was found to be misaligned. Device history record review was conducted on (B)(6) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).